Manufacturer narrative:
It was reported that "black debris" was noted within a syringe component. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. No photo or physical sample was provided for evaluation, however, the root cause was determined to be an issue with the component manufacturing process. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that "black debris" was noted within a syringe component.